Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. Caller states he has bruising on hand and back pain that comes when his inr is high. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.